Event description:
A customer reported receiving a high scan of 300 mg/dL on the Abbott Diabetes Care (ADC) device compared to a laboratory glucose test result of 36 mg/dL. It is unknown whether the customer observed a trend arrow on the device. The length of sensor wear was unknown When the results were plotted on a Parkes Error Grid, fell into the "E" zone showing the difference in values to be clinically significant. The customer experienced unspecified hypoglycemic symptoms and was unable to self-treat. The customer reported injecting 10 units of insulin on (b)(6) 2026, at approximately 8:45 AM, which resulted in hypoglycemia. The customer's caregiver rushed the customer to the emergency room (ER), where a laboratory glucose reading of 36 mg/dL was obtained. The customer was subsequently prescribed medication (e.g. metformin, nataglinide). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.